Manufacturer narrative:
The device is not available for evaluation.

Event description:
It was reported that during the procedure the non-stryker microcatheter had difficulty advancing within the patient's vessel and got caught. The coil (subject device) broke inside the microcatheter. The coil and microcatheter were retrieved together and no adverse consequences to the patient were reported.

Manufacturer narrative:
Product available to manufacturer: corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The coil was returned with a competitor¿s microcatheter. Analysis of the returned device revealed that the main coil was broken/ fractured from the delivery wire. The main coil was noted to be contained within the hub of the returned microcatheter. In addition, the delivery wire was found kinked and was likely due to handling. The main coil was also kinked. The returned microcatheter was confirmed to have an inner lumen diameter of 0.023¿-0.025¿ which is too large in size for the coil. Per the directions for use (dfu), the coils are compatible with 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in]). It is likely that the coil back folded on itself within this microcatheter likely resulting in the kink and break observed on the main coil. Therefore, the investigation concluded that an assignable cause of user error will be assigned to the reported break and observed kinks noted on the device.

Event description:
It was reported that during the procedure, the non-stryker microcatheter had difficulty advancing within the patient's vessel and got caught. The coil (subject device) broke inside the microcatheter. The coil and microcatheter were retrieved together and no adverse consequences to the patient were reported.